Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  The issue is consistent with inadequate preanalytical handling.

Manufacturer narrative:
The field service engineer decontaminated the analyzer and removed and cleaned the pinch tube values. Performance testing was acceptable. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ferritin, elecsys folate iii, and elecsys ft3 iii results from the cobas 8000 - cobas e 602 module. The samples were initially tested on (B)(6) 2020 and the results reported outside of the laboratory. Later in the day, it was noted the qc was out of range. On (B)(6) 2020, the assays were recalibrated and acceptable qc results were received. The samples were then repeated. Please refer to the attached data. The ferritin reagent lot number was 44979300. The folate reagent lot number was 44726000. The ft3 reagent lot number was 47337200. The expiration dates were requested but were not provided.